Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the reported malfunction as the image is flickering due to a faulty ccd (charge coupled device) and the image has intermittent white colored streaks on the image due to a shortage in the cable. The device was repaired and returned to the customer. The device was last serviced on october 21, 2016; inspection only, no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during an unspecified procedure the image of the high definition autoclavable camera head was reportedly flickering. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The most probable cause of the reported no flickering image malfunction was attributed to disconnection of the cable. Disconnection of the cable is likely caused by the user's handling as stated on the IFU (instruction for use) and as a preventive measure, the user manual states the camera cable could be damaged due to the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer will continue to monitor complaints for this device.